Event description:
Cmdsnet program report received via email, which stated: "free flow during loaded set testing anesthesiologist stated to a bd employee during a conversation during a site visit that he was able to create free flow when pulling loaded tubing up away from the lvp (pump was not on a patient). The event set, pump module, and pc unit were not present, and no devices were sequestered at the time of the conversation. Pump module, pc unit, primary set, not sequestered. Bd (B)(6) doctor".

Manufacturer narrative:
The device was not sequestered by the customer. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the reported failure was not identified.

Event description:
It was reported during a site visit that free flow was able to be created when pulling loaded tubing up away from the pump module. There was no patient involvement.